Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Corrected sections as of 02-sep-2020: most likely underlying root cause changed from "mlc-101: user used the wrong strip" to "mlc-69: using incorrect test strip platform".

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-101: user used the wrong strip. Note: manufacturer contacted customer in a follow-up call on 07-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test and control test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 65-89mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/19/2021 and open vial date is 06/21/2020. The meter memory was reviewed for previous test result history. (B)(6).